Event description:
The customer reported, the unit would not power on.

Manufacturer narrative:
The customer reported, the unit would not power on. A philips representative confirmed the malfunction. Replacing the control pca resolved the reported issue.